Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device / dismssed nature of essure device and inherent difficulty in removing devices due to implantation in muscle"), pelvic pain ("pain") and pelvic infection ("pelvic infection") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "hsg show irregular essure placement with 3 devices seen.". The patient's past medical history included hypertension and chlamydial infection nos. Previously administered products included for an unreported indication: multivitamin and lisinopril. Concurrent conditions included vaginal infection. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("cramping"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and complication of device removal ("dismssed nature of essure device and inherent"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) . Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pelvic pain, pelvic infection, abdominal distension, abdominal pain lower, vaginal haemorrhage, menorrhagia and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, complication of device removal, embedded device, menorrhagia, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2010 & (B)(6) 2011. Diagnostic results: ultrasound findings: no abnormalities seen but essure seen in possible. Pelvic ultrasound and hsg: show irregular essure placement with 3 devices seen. Hsg shows possible placement of essure outside of tube with possible nonocclusion of tube. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. New reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. Product indication added. Implanted and explanted date updated. Events vaginal bleeding, menorrhagia, pelvic infection, device use issue, embedded device and complication of device removal added. Lab data updated. Concomitant & historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and abdominal pain lower ("cramping"). The patient was treated with surgery (she had surgery to remove the essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.